Event description:
During index procedure, the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the right posterior a trioventricular segment and one endeavor sprint rx drug-eluting stent implanted to the mid rca. The following day, the patient suffered a mi. The reported mi was related to the target vessel. The investigator indicated that the reported event was definitely related to the study device. (Ref MFR # 9612164-2011-01329 <(>&<)> 9612164-2011-01330).

Manufacturer narrative:
Evaluation results: inherent risk of procedure (myocardial infarction). (B)(4).